Manufacturer narrative:
(B)(4). Batch # t94k75. Investigation summary the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. Additionally, the device was returned with the clamp arm damaged, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. The clamp arm damage and the blade tip portion may have broken off of the device during transport to our analysis site. The device was connected to a test handpiece and functionality tested on a gen11. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating "replace the instrument / no instrument uses remaining / restart generator." The device was disassembled to inspect the internal components and no anomalies were found. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off, not closing the clamp when introducing or removing through the trocar, or possible entanglement in fibrous tissue. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a "replace instrument" alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.